Event description:
The user facility reports that three of the devices were opened and all three leaked at the seam when tested pre implantation, as per surgeon. There was no patient contact with the devices.

Manufacturer narrative:
To date the device in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.